Event description:
The customer reported that there was a failure to alarm during an asystole event. The patient required emergent care.

Manufacturer narrative:
(B)(4). A philips field service engineer (fse) went onsite to collect log files and test the bedside monitor and patient info center. The fse tested the system for simulated alarm events. Both the bedside monitor and patient info center tested per specifications alarming both audibly and visually. Logs files, review printouts and strips were reviewed. The alarm review from the intellivue monitor showed that there was an rl lead off alarm recorded at 11:37:23 and a ra lead off alarm recorded at 11:38:55 which was silenced at 11:38:55 at the bedside monitor. This was followed by an ECG leads off alarm at 11:38:56 followed by a rl lead off at 11:39:05 which was silenced at 11:39:14 at the bedside monitor. Please note that when the ECG leads off technical alarm is active, there is no ECG monitoring during this time. No malfunction occurred, the use silenced the alarm at the bedside. Device labeling (instructions for use) adequately describes alarm behavior including ECG leads off alarms and silencing alarms. The customer received the results of the investigation. No further investigation or action is warranted.